Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a failure of an air-in-line alarm. Per the reporter, the air passed through the IV tubing and into the patient. The alarm did not sound. Patient was not harmed. Although requested, no additional patient information was provided.

Manufacturer narrative:
The issue of a failed air-in-line alarm was not confirmed. The pump module event log showed that the single ail bolus setting was at 250l with the accumulated feature enabled on the reported incident date. The time of the reported incident was not provided . The pcu event log recorded the pump module alarming for ail 11 times on the reported incident date, one of the alarms being for detection of accumulated ail. The root cause of the reported failure could not be determined. Event log analysis only.

Event description:
It was reported that there was a failure of an air-in-line alarm. Per the reporter, the air passed through the IV tubing and into the patient. The alarm did not sound. Patient was not harmed. Although requested, no additional patient information was provided.